Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting on both bipolar yaw pulleys, in the space between the grip cable and the conductor wire. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, sparks flew from the base of the maryland bipolar forceps (mbf) instrument. The white flash occurred when bipolar was firing. Technical support engineer (tse) review the logs and there were no related errors. The mbf was not close to another instrument. The tse advised the customer to use spare instrument. The customer used a backup mbf instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mbf instrument was inspected prior to use with no issue. The instrument was connected properly. The instrument did not collide with any other instrument or tool during the procedure. The instrument tip did not touch, but it was near the clip. The spark also occurred after separating from the clip and tissue. The instrument jaws were contaminated with burned bio debris. The spark appeared at the base and grounded between the jaws. There was no damage to the instrument/accessory noted after the arcing event. Arcing event occurred when the surgeon was cauterizing for partial resection of the liver. The following instrument were in use when arcing occurred on the mbf instrument: 30-degree endoscope, fenestrated bipolar forceps (fbf) and tip-up fenestrated grasper (tufg) instruments. Integrated electrosurgical unit (iesu) on the vision cart was used. The mbf instrument was used for hour hours prior to arcing event. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The surgeon believed that instrument malfunction was the cause of the arcing event.